Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the product to be broken. The impactor had cracked and broken with material missing. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the spd notified that the femoral impactor had a crack on the posterior side of the instrument. Surgery was not delayed. No parts were broken off. Product is returning.